Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified insertion issue was reported with the abbott diabetes care (adc) device. Customer reported that something hard was sticking out from the middle of the sensor. Customer experienced pain, customer was unable to treat themselves. Customer¿s caregiver removed it with the pliers. There was no report of death or permanent impairment associated with this event.